Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found bending section rubber has a scratch, connecting tube has a dent., nozzle has foreign objects. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of upward/downward knob is out of the standard value. Adhesive on bending section rubber has white-clouded area. Switch button 2 has a scratch. Additional information related to foreign material found the product was cleaned, disinfected, and sterilized before sent it to olympus. No/unknown information when the foreign material was adhered to the endoscope. Unknown if there was a possibility that the endoscope was used for the procedure with the foreign material attached to it. There was no delay or time lag in the start of pre- cleaning process. The air/water nozzle with was flushed with water and air. No information if there were abnormalities in the accessories used for reprocessing. Unknown if endoscope was immersed in the in the detergent solution. Unknown if the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes or sponges. The air/water nozzle was flushed with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had physical defects of the bending section rubber and insertion tube (bite on the insertion part and scratches on bending section rubber). The issue was found during receipt inspection. Inspection and testing of the returned device found clogged foreign matter in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of entire endoscope]. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function]. [Inspection of water supply]. Cover the air/water button hole with your finger. Push the button while covering the hole. Ensure that water flows across the endoscopic image.". Olympus will continue to monitor field performance for this device.